Event description:
Caller states that patient 1 tested 4.6 inr and 2.0 inr during duplicate testing while a comparison lab returned as 1.9 inr. Patient 2 reportedlytested 5.0 inr and 2.3 inr during duplicate testing. No action was taken based on device results provided. No adverse event reported for either patient. Requested return of suspect device and replacement was sent.